Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a physician that the pt's device had a high impedance. There was no report of trauma or manipulation, and the pt was not experiencing any adverse events. X-rays of the device were sent to the MFR for review, and the device was then disabled. The x-rays showed that the connector pin appeared to be fully inserted, the filter feedthru wires appeared intact, and the lead wires appeared intact at the connector pin. The lead body was also able to be visualized, and no obvious discontinuities were observed. The pt's last known settings were given on (B)(6) 2010. Normal mode and system diagnostics were normal on this date. A revision surgery in the future is likely.